Event description:
The user received questionable sodium results for approximately 240 patient samples. After the user received calls from clients asking about low results, the ise assays were recalibrated and quality control was performed. The samples were repeated on another modular analyzer (no serial number provided) and then repeated on the original modular for verification. Of the data provided, the results for 92 of the samples were discrepant. All results are listed as the initial result followed by the repeat(s). All results are in mmol/l. Patient sample 1: 129 with a data flag, 140.93, 139.11. Patient sample 2: 132 with a data flag, 140.95. Patient sample 3:130 with a data flag, 139.32, 138.95 patient sample 4:131 with a data flag,141.81 patient sample 5:128 with a data flag, 135.74 patient sample 6:130, 137.65 patient sample 7:125, 134.37 with a data flag patient sample 8:129, 136.53. Patient sample 9:137, 145.93. Patient sample 10:123, 131.19 with a data flag patient sample 11:126, 134.37 with a data flag patient sample 12:134, 141.12. Patient sample 13:127, 134.83 with a data flag patient sample 14:126, 135.69. Patient sample 15:123, 131.47 with a data flag patient sample 16:117, 125.90 with a data flag patient sample 17:125 with a data flag, 139, 133.60 with a data flag patient sample 18:124, 133.85 with a data flag. Patient sample 19:132, 140.05. Patient sample 20:129 with a data flag, 137.37 patient sample 21:129 with a data flag, 138.37 patient sample 22:130 with a data flag, 137.71 patient sample 23:128 with a data flag, 136.70. Patient sample 24:130 with a data flag, 138.45. Patient sample 25:129 with a data flag, 139.92. Patient sample 26:128 with a data flag, 138.34. Patient sample 27:125 with a data flag, 133.69 with a data flag, patient sample 28:127 with a data flag, 135.54. Patient sample 29:130 with a data flag, 137.89. Patient sample 30:128 with a data flag, 137.96. Patient sample 31:130 with a data flag, 140.76. Patient sample 32:130 with a data flag, 138.22. Patient sample 33:125 with a data flag, 133.20 with a data flag patient sample 34:128, 135.74 patient sample 35:127 with a data flag, 137.26 patient sample 36:130 with a data flag, 140.14 patient sample 37:129 with a data flag, 138.38 patient sample 38:128 with a data flag, 135.82 patient sample 39:125, 134.73 with a data flag patient sample 40:128 with a data flag, 137.89 patient sample 41:129 with a data flag, 138.47 patient sample 42:130 with a data flag, 139.67 patient sample 43:130 with a data flag, 140.55 patient sample 44:129 with a data flag, 139.60 patient sample 45:128 with a data flag, 137.80 patient sample 46:128 with a data flag, 136.64 patient sample 47:126 with a data flag, 134.48 with a data flag patient sample 48:128 with a data flag, 138.32 patient sample 49:130 with a data flag, 138.37 patient sample 50:129 with a data flag, 137.06 patient sample 51:130 with a data flag, 139.23 patient sample 52:125 with a data flag, 133.77 with a data flag patient sample 53:130 with a data flag, 138.58. Patient sample 54:126 with a data flag, 134.45 with a data flag patient sample 55:130 with a data flag, 138.95 patient sample 56:129 with a data flag, 137.56 patient sample 57:130 with a data flag, 138.61 patient sample 58:128 with a data flag, 137.10 patient sample 59:129 with a data flag, 137.71 patient sample 60:128 with a data flag, 136.86. Patient sample 61:129 with a data flag, 138.76. Patient sample 62:130 with a data flag, 138.84. Patient sample 63:127 with a data flag, 136.79. Patient sample 64:129 with a data flag, 138.32. Patient sample 65:124, 133.85 with a data flag. Patient sample 66:130 with a data flag, 136.63. Patient sample 67:130 with a data flag, 139.58. Patient sample 68:130 with a data flag, 139.70. Patient sample 69:127 with a data flag, 136.51. Patient sample 70:129 with a data flag, 136.67. Patient sample 71:125 with a data flag, 134.77 with a data flag. Patient sample 72:129 with a data flag, 137.17. Patient sample 73:129 with a data flag, 138.67. Patient sample 74:126 with a data flag, 135.88. Patient sample 75:130 with a data flag, 140.56. Patient sample 76:130 with a data flag, 139.35. Patient sample 77:130 with a data flag, 139.28. Patient sample 78:128 with a data flag, 136.74. Patient sample 79:129 with a data flag, 138.39. Patient sample 80:127 with a data flag, 136.18. Patient sample 81:129 with a data flag, 151.57 with a data flag. Patient sample 82:130 with a data flag, 139.95. Patient sample 83:129 with a data flag, 138.52. Patient sample 84:128 with a data flag, 137.10. Patient sample 85:127 with a data flag, 134.68 with a data flag. Patient sample 86:130 with a data flag, 139.69. Patient sample 87:129 with a data flag, 137.84. Patient sample 88:129 with a data flag, 139.04. Patient sample 89:127 with a data flag, 136.64. Patient sample 90:130 with a data flag, 140.33. Patient sample 91:130 with a data flag, 140.35. Patient sample 92: 129 with a data flag, 139.35. The initial results were reported outside the laboratory with auto- verification. The user stated they do not have access to information concerning if the patients were adversely affected. The lot number of the sodium electrode was f56. The field service representative suspected a reagent change without sufficient priming caused the shift and noted the problem was gone after the user calibrated the ise assays. He was unable to duplicate the problem. He checked both ise modules for salt bridges and checked the reagent dispense, mixing and ise sippers. To verify the analyzer operation, he ran a 25 cup pool for precision on both ise modules and verified the ise calibrators recovered as an unknown. The calibration and quality control were acceptable to the user.